Event description:
The customer reported going to the urgent care for assistance with removal of a disposable menstrual disc. The urgent care provider also had difficulty removing the cup. Customer stated tools were used and pain occurred during the removal process. Customer used advil for the pain but was not prescribed any medication by the urgent care. Pain subsided after a day or two. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.